Event description:
The customer observed false repeat reactive alinity s htlv I/ii results on several patients, which were confirmed negative by western blot testing. The results provided were: on (B)(6) 2025 sid (B)(6) initial=1.30 s/co (> or =1.00 s/co=reactive) /repeated=1.38 s/co and 1.46 s/co on (B)(6) 2025 sid (B)(6) initial=3.39 s/co /repeated=3.78 s/co and 3.43 s/co /repeated on (B)(6) 2025=0.18 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2025 sid (B)(6) initial=1.80 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025 sid (B)(6) initial=1.64 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025 sid (B)(6) initial=3.78 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025 sid (B)(6) initial=1.25 s/co /repeated=reactive (no actual results provided). There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s htlv I/ii, list number, lot 64146be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of the manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Review of tracking and trending for the alinity s htlv I/ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64146be00. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s htlv I/ii reagent, lots 64146be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at ibr, us whole blood (wb) peer sites. At customer site the specificity performance of lot 64146be00 shows variability but within product requirements. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s htlv I/ii reagent lot 64146be00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results on several patients, which were confirmed negative by western blot testing. The results provided were: on (B)(6) 2025, sid (B)(6), initial=1.30 s/co (> or =1.00 s/co=reactive) /repeated=1.38 s/co and 1.46 s/co. On (B)(6) 2025, sid (B)(6), initial=3.39 s/co /repeated=3.78 s/co and 3.43 s/co /repeated on (B)(6) 2025=0.18 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2025, sid(B)(6), initial=1.80 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025, sid (B)(6), initial=1.64 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025, sid (B)(6), initial=3.78 s/co /repeated=reactive (no actual results provided). On (B)(6) 2025, sid (B)(6), initial=1.25 s/co /repeated=reactive (no actual results provided) there was no reported impact to patient management.